Event description:
It was reported that the pt experienced painful stimulation every 10 to 15 seconds and is significant pain. No further info was available at the time of this report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).